Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, on (B)(6) 2022 the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 435 mg/dl for occlusions. Customer attempted to address the elevated blood glucose level with manual insulin injection. The customer was treated with intravenous fluids of saline and insulin which resolved the issue and the customer was released on (b)(22 with no permanent damage. Tandem technical support provided the customer with education on how to address occlusions.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.